Event description:
The customer reports noticing damage to the crystalens optic upon opening the package. The lens damage was described as a crack in the optic. The damage was noticed prior to use; there was no contact with the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens was returned to eyeonics. The results of the investigation revealed a crack through the middle of the optic and was torn in two pieces. The customer denies damaging the lens and denies use of a lens injector.